Event description:
It was reported that the patient had and artificial urinary sphincter implanted in (B)(6) 2017. The patient experienced incontinence when getting up after sitting in a slightly twisted upper body as well as side loads when cycling. It is then not a matter of a few drops, but an enormous amount of urine. The failure varies from 2x a week to 3x a day. Now a CT was done to find out a possible cause. The radiologist position clearly showed a kink in the hose line despite the actually good system, the patient had to wear pads permanently and my quality of life is limited.